Event description:
It was reported a revision surgery was performed due to infection. The surgeon washed the affected area and replaced the insert.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].